Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the smart control stent distal tip was frayed. Therefore, the stent was replaced with another one and the procedure was completed successfully. There was no reported patient injury. A contralateral approach was attempted with the smart control stent but its tip got stuck and found that the tip was frayed. The target lesion was the iliac artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product was clinically used and will not be returned for analysis.

Manufacturer narrative:
It was reported that the smart control stent distal tip was frayed. Therefore, the stent was replaced with another one and the procedure was completed successfully. There was no reported patient injury. A contralateral approach was attempted with the smart control stent but its tip got stuck and found that the tip was frayed. The target lesion was the iliac artery. The patient¿s vessel level of tortuousness and calcification are unknown. The rate of stenosis is unknown. The product was not returned for analysis. A device history record (DHR) review of lot 17582238 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter tip frayed/split/torn - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors are unknown but may have contributed to the reported event as it was reported the tip got stuck. According to the instructions for use ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Advance the device over the guidewire through the hemostatic valve and sheath introducer. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.